Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Updated fields: h2, and h11. Corrected fields: b3 and h6. The following reportable malfunctions were identified during the device evaluation: unknown objects inside biopsy channel. Based on the results of the investigation, for the additional malfunction unknown objects inside biopsy channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material coming out of the suction cylinder. There was no patient involvement.